Event description:
Cosmetic procedure morpheus 8 - radio frequency machine - micro needling machine - consumer lost a lot fat on her face-, consumer only weights 106 pounds, 45 yrs old, has had a cosmetic procedure, had procedure done. Morpheus 8 - micro needling procedure that has caused serious weight loss in the consumers face, she has had a total of three treatments april 23, june 23 and oct 23, consumer is 45 yrs old, and only 106 lbs, 5' 6" height. Consumer can see a dramatic difference in her appearance and is not happy with results. "(B)(6)."